Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required a review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported device loosening based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation can be reopened.

Event description:
The patient was revised because of loosening of the tibial component.